Event description:
This event was entered in error by the facility. There is no event for this pt. Please disregard the MDR associated with this MDR#.

Event description:
Same case as 6000089-2004-01365. Clinical study. It was reported that 126 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the svg to the right coronary artery (rca). Additional info has been requested.